Manufacturer narrative:
Per the user facility's biomedical technician, the battery of the central control monitor (ccm) was old and not replaced when it was supposed to be causing the issue. The battery was replaced and corrected the issue. The defective old battery was discarded.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a "disk boot failure, insert disk and press enter" message upon boot-up and again on reboot-up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.